Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of recq0432 showed one other similar product complaints from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the powerpicc catheter solo 2 ft with sherlock 3cg was placed into the cephalic vein without any resistance or problem. X-ray was taken to confirm placement and a metallic device was seen upon x-ray. Apparently, a portion of the wire was left behind in the pulmonary vein when the wire was retracted out. This had to be retrieved by an interventional radiologist which were able to retrieve the retained wire. PICC line to be used for medication administration.